Manufacturer narrative:
An event regarding an abnormal ion level involving an unknown implant was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not available.

Event description:
(B)(6) reported the following information: "I underwent a hip surgery in (B)(6) 2010, in (B)(6) 2013, I received a letter from the hospital which informed me that the prosthesis could lead to tolerance issues. I had to go through multiple medical exams and I have to undergo a prosthesis change."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
(B)(6) reported the following information: "I underwent a hip surgery in (B)(6) 2010, in (B)(6) 2013, I received a letter from the hospital which informed me that the prosthesis could lead to tolerance issues. I had to go through multiple medical exams and I have to undergo a prosthesis change."